Event description:
MFR became aware of pt death and evaluated available info against current procedures. In an effort to obtain add'l info, certificate of death was requested, received and reviewed by MFR. Death certificate indicates that the pt died in hosp emergency room. Cause of death is listed as cardio pulmonary arrest. No autopsy was performed. It was reported that the pt had experienced a >50% reduction in seizures with the vns therapy and had been seizure-free for two months prior to death. The pt was receiving therapy at the time of death. Treating neurologist indicated that the vns therapy system was not related to the cause of death. There is no evidence that the ncp system caused or contributed to the reported event; however, based on the reported cause of death, although it is not believed that it is likely that the vns therapy caused or contributed to the pt's death, it cannot be definitively ruled out as a factor.